Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from a product support engineer (pse) reporting a check vent: blower temperature high error occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. The pse evaluated the device and reported the issue was resolved with replacement of the blower assembly. In addition, the pse proactively replaced the oxygen inlet, air inlet, and cooling fan filters as part of the periodic maintenance service. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.